Event description:
In 2003, the pt was implanted with gore excluder bifurcated endoprostheses for treatment of an abdominal aortic aneurysm. The pt tolerated the procedure. In 2009, a computed tomography (CT) scan showed contrast on the right side at the flow divider, and a noticeable spot of contrast inside the aneurysm sac. Aneurysm enlargement was confirmed. A fabric tear of the graft, or separation at the contralateral junction, in addition to seroma within the sac, was suspected. Five days later, the pt was scheduled for a computed tomography (CT) scan and possible reintervention. The pt refused any further treatment and was released from the hospital.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional devices implanted in this pt. Blank fields present on form include required fields and fields determined to be not applicable: 'attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable'.